Event description:
Pump under infused/no alarm. Patient information unknown. No other information available at this time.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.